Event description:
Covidien received information that due to a ventilator malfunction, the patient was removed and placed on a second ventilator. Covidien inspected the device and replaced the touch frame panel. The ventilator passed all testing.